Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had reported the a loss of therapeutic effect for implantable neurostimulator (ins). Patient still going way too much to bathroom. It felt like a little drop in the vagina area, like they were fixing to leak. When patient went to the bathroom to go, they just went a little bit and then not long after they would be going again. Patient was on program 2 at 1.3 volts and they were increased stimulation to 1.9 volts. Patient always had been constipated and they did take medicine for it. I told her the device isn't for constipation. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had reported the a loss of therapeutic effect for implantable neurostimulator (ins). Patient still going way too much to bathroom. It felt like a little drop in the vagina area, like they were fixing to leak. When patient went to the bathroom to go, they just went a little bit and then not long after they would be going again. Patient was on program 2 at 1.3 volts and they were increased stimulation to 1.9 volts. Patient always had been constipated and they did take medicine for it. I told her the device isn't for constipation. Patient was implanted for gastrointestinal/ pelvic floor. (B)(4): additional information was received from the patient. The patient reported that the implant was still not working right and she was not emptying her bladder like she should. The patient stated that she could not see setting on the patient programmer (pp). The patient was assisted in using the pp and was able to see setting on program 2 at 1.4v. The patient stated that therapy was on and the patient increased stimulation to 1.5v. The patient reported that she could feel stimulation sometime but not all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.